Manufacturer narrative:
The manufacturer previously reported a ventilator's system board needed to be replaced to address a service required alarm condition. During additional evaluation of the device, the internal battery was replaced to address the issue. The system board was not replaced for this issue.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's system board needs to be replaced to address the issue.